Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR.: a visual and microscopic examination identified stent damage. A section in the middle of the stent was stretched. One strut on the 1st row from the proximal end was also raised. A visual and microscopic examination identified no kinks along the length of the hypotube. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 21-nov-2011. It was reported that during a stenting treatment procedure a stent was unable to cross the lesion. The 2.25 x 31 mm 80% stenosed fibrotic denovo target lesion was located in the 45 to 90 degree, mildly tortuous, and moderately calcified left anterior descending artery. The lesion was approached from the radial artery and predilated with an unspecified balloon. The 2.25 x 32mm taxus liberte mr stent delivery system was advanced, but was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. However, device analysis revealed stent damage.